Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the core redundant power tray assembly (rpta) the system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The rpta was analyzed and the reported error was confirmed but not reproduced. System logs revealed error 86 indicating the fault confirming it occurred in the field. A visual inspection found no issues related to the report issue. The unit was installed onto the golden system and completed program with no problem, and continued performance was set to 10 power cycles and sat idle for one hour. Once the testing was completed, the system error logs were inspected with no errors identified. A review of customer error log found error 86 which relates to the printed circuit assembly (pca). The complaint was confirmed based on failure analysis. The probable root cause cannot be determined based on failure analysis results. However, the reported event was confirmed as failure analysis found error 86 on the system logs, related to the pca. The unit was visually inspected and evaluated for its mechanical and/or electrical characteristics. However, the failure analysis investigations and in-house testing of the returned product were not able to replicate the customer reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer encountered non-recoverable errors 86 at power up. They moved the procedure to another da vinci system. Technical support engineer (tse) explained that the 86 error pointed to a power supply failure in the core. Tse suggested to power cycled the vision side cart (vsc); customer confirmed they had hard power cycle the vsc with no change. The procedure was aborted to another dv system with no reported injury.